Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the iliac artery. The 6.0x100mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the calcification. The balloon was inflated twice and during the second inflation the balloon ruptured at 9.5 atmospheres. The bdc was removed without issue. The procedure was completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement due to interaction with the lesion calcification. It is likely that the balloon material was damaged during advancement resulting in rupture during the second inflation. Based on the reported information, there is no indication that the reported difficulty advancing, and material rupture were related to a product quality issue with respect to the design, manufacture, or labeling of the device.